Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not power on) was investigated. As received, the charger/modem would not power on. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery packs is the contaminated board. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not power on.